Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed; lobectomy. Event description: when placing the specimen into the bag and during the process of removing it from the instrument, the bottom of the bag suddenly ruptured. The user only allowed us to retrieve the bag, while the remaining components were discarded. When the specimen fell from the bottom of the bag, it dropped inside the patient's body. There is no impact to patient. The user directly used other instruments to retrieve the specimen, without the need for cd001. There is no other instruments to effect this event. Product available for return additional information was received via email on 26sep2023 from [facility] the device was used in conjunction with a 12mm trocar of an unknown brand. The bag did burst during the specimens removal and to remove the specimen, the port site was enlarged. The bag did not fall off the prongs. Intervention: the user directly used other instruments to retrieve the specimen, without the need for cd001. Patient status: fine.